Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿.

Event description:
The complainant had an impella cp placed for support of a 60-year-old male patient admitted in cgs and possibly in need of biventricular support. The pump had positioning issues. The team attempted repositioning but despite all measures the repositioning failed. The team left the pump in it's mispositioned location despite the patient having urine color changes.

Manufacturer narrative:
The investigation for the reported hemolysis and the positioning issue has been completed. According to the clinical, the pump was located too deep. No product was returned for a visual inspection. The logs confirm positioning issues, suction, and placement signal trends. The most likely cause of the positioning issue is use. According to the clinical, the physician elected to leave the pump in improper position and blood was noted in the patient's urine the next day. Echo repositioning was then performed and the pump was pulled back. The patient's urine cleared in the following days. The most likely cause of the hemolysis is improper positioning. The instructions for use referenced in the initial report is for the impella cp with smartassist system in the section: warnings & cautions: cautions. The IFU further states: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ added- b1-checked adverse event, b2-checked required intervention, b5-event narrative, h6 clinical code 1886, h6 impact code 4628 added- d6a/d6b. H1-changed to serious injury.

Event description:
It was further reported that the after the urine changes, echo repositioning was performed and the pump was pulled back to 4.2-4.4cm. Following this procedure, the patient's urine began to clear.